Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported a false susceptible oxacillin result for a staphylococcus aureus patient isolate in association with the vitek 2 ast-gp67 test kit. A blood culture isolate (staph aureus) was tested via verigene test and vitek 2 ast-gp67 test kit. Verigene obtained a (B)(6). The vitek 2 ast-gp67 oxacillin result was susceptible, indicating (B)(6). The test was repeated with ast-gp67; the same result was obtained. Cefoxitin disc was performed; tiny colonies near the disc were isolated and tested using vitek 2 ast-gp67. The result was oxacillin resistant, and the cefoxitin screen was positive. Preliminary result of possible (B)(6) was reported to the physician based on the verigene result. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. The oxacillin-susceptible results from the vitek 2 ast-gp67 were not reported to the physician. Culture submittals have been requested by biomerieux for internal investigation. Internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted. Identification of staphylococcus aureus was confirmed for both submitted isolates. Testing included both the customer lot and a random lot of vitek® 2 ast-gp67 cards. Agar dilution (ad), the reference method for oxacillin (ox), was performed, as was broth micro-dilution (bmd). Cefoxitin (fox) disc testing, the reference method for cefoxitin screening (oxsf), was also performed. Pbp2a latex testing was performed for detection of meca gene. Isolate 911030 (B)(6): both the customer and random lots of ast-gp67 cards obtained susceptible ox mics=0.5, and oxsf was negative. Ad, the reference method for (B)(6), gave a resistant (B)(6). Bmd gave a susceptible mic=2. Fox disc testing was resistant (B)(6); however, small pinpoint colonies appeared in the zone of inhibition, confirming the results seen by the customer. Pbp2a latex testing was positive. Isolate 911029 (B)(6) both the customer and random lots of ast-gp67 cards obtained (B)(6), and (B)(6). Ad, the reference method, gave a (B)(6). Bmd gave a (B)(6). Fox disc testing was (B)(6). Pbp2a latex testing was positive. Based upon both customer and in-house testing, isolate 911030 (B)(6), which is the original strain isolated by the customer, appears to be (B)(6). The presence of this resistant population within the sample explains the initial discrepancies seen between vitek® 2 and alternate methods. The customer was able to isolate the resistant colonies and retest them (submitted as (B)(6). Upon retesting, consistent ox/oxsf results were obtained between the methods.